Event description:
A healthcare facility in (B)(6) reported that an icon CPAP humidifier turned off in the middle of the night while their home patient was sleeping. The patient was also using a respironics comfortgel full face mask. After the event the patient alleged that he "had a hard time breathing" and he went to a hospital emergency room (ER). He further reported that he was checked in at the ER for having severe chest pain. He was not given any medication and was subsequently discharged. At the time of reporting this incident, the patient was feeling fine and had not experienced any further consequences.

Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an icon CPAP humidifier turned off in the middle of the night while their home patient was sleeping. The patient was also using a respironics comfortgel full face mask. After the event the patient alleged that he "had a hard time breathing" and he went to a hospital emergency room (ER). He further reported that he was checked in at the ER for having severe chest pain. He was not given any medication and was subsequently discharged. At the time of reporting this incident, the patient was feeling fine and had not experienced any further consequences.

Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was received at fisher & paykel healthcare for evaluation. The unit was inspected externally and then powered on to test its operation. The compliance data from the complaint icon was also downloaded and reviewed. Results: the unit appeared undamaged but had a strong odor of tobacco/cigarette smoke. Power was applied to the unit, and it started and worked normally. The troubleshooting menu was selected and there were two instances of error e13 present in the unit's error log. The unit was run overnight on a 115v 60hz power supply. It did not shut down and no error codes were presented. The unit had been set to provide 14.0 cm h20 CPAP; the unit was tested at this setting and it was found to be delivering the required pressure accurately. The compliance data revealed that the patient had only used the icon sporadically, often not using the unit at all for days or weeks. Out of 242 days, the unit had only been used for 72 days, with an average of 3 hours or less per day. On nights that the CPAP had been used there were many pauses in usage. Conclusion: the error code 13 displays when a problem is detected with the algorithm of the motor function. In the event of an error 13, the unit can be reset by removing power for a minimum of three seconds then restarting. If no error is reported immediately after restart the user can continue to use the device as normal. There is no evidence to suggest that use of the CPAP had caused or contributed to the chest pains experienced by the patient. When tested, the icon operated normally and delivered the correct pressure.